Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Device has not been returned for analysis, no malfunction was reported. No conclusion can be drawn.

Event description:
On (B) (6) 2008, patient was implanted with an artificial bowel sphincter (acticon). "Presacral hematoma" on (B) (6) 2008 follow up visit "blockage of sphincter." On (B) (6) 2008, entire device was removed "infection".